Event description:
It was reported that during an unknown procedure, there was an open sealed package. The paper did not open correctly and particles fall on the device. The device was not used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint indicated an open sealed package. The package was returned open and visual analysis was performed. The package tyvek lid was visually examined and tyvek delamination was confirmed. The entire circumference of the blister flange was checked and seal adhesive transfer was present leaving no gaps or open seal areas. This indicates that the package was fully sealed prior to it being pulled open at some point after the package left the facility. Only tyvek delamination (separation of tyvek layers) was confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device packaging returned. Location is unknown. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.